Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) due to hard c-34 and c-00 errors. The replacement resolved the issue. The system was tested and verified as ready for use. Isi received the iesu to perform failure analysis. The iesu was analyzed, and the reported failure was confirmed and reproduced when the unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the customer called the intuitive technical support engineer (tse) and stated that error c-34 was displayed on the erbe vio generator at power up. The tse recommended power cycling the erbe, but the issue reoccurred at power up. The tse recommended using an alternate vision side cart (vsc) or the covidien force triad. The customer indicated that they were going to swap to another vsc for the procedure. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event took place during a prostatectomy procedure. The event took place in the middle of the procedure after ports had been placed on the patient. The erbe was swapped out with a force triad to continue with the procedure. The procedure was completed robotically with no injury to the patient.